Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The analysis of the replaced and returned part showed that the printed circuit board d510 of the generator was defective in that the temperature sensor was faulty. This was also confirmed by the log file which also showed the temperature conflict. The described defect resulted in the unavailability of x-rays. Such a situation can only be resolved by replacing the affected part on site. The affected d510 has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption was investigated. A possible general defect which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that the during an interventional procedure using the reported artis pheno system, a "no x-ray" error message appeared. The procedure was continued and finished using an alternative system. There was no report of adverse effect to the health status of the patient.